Manufacturer narrative:
Qn#(B)(4).associated mdrs: 3006425876-2023-00249.

Event description:
It was reported that: a leakage was observed at the level of the puncture point of a midline. Another device was placed and experienced the same issue (captured in MDR# 3006425876-2023-00249). The consequence was reported as the patient had two insertions in one week then antibiotic via peripheral line. No patient harm was reported. The patient completed antibiotic therapy a little earlier than expected and patient returned home.

Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00249 and 3006425876-2023-00248. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a leakage was observed at the level of the puncture point of a midline. Another device was placed and experienced the same issue (captured in MDR# 3006425876-2023-00249). The consequence was reported as the patient had two insertions in one week then antibiotic via peripheral line. No patient harm was reported. The patient completed antibiotic therapy a little earlier than expected and patient returned home.